Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted an air bubble between the luer lock and infusion site. Customer was unsure if this event impact their blood glucose (bg) levels; however, customer did mention bg levels were elevated recently due to stress. No specific bg value was provided. Due to an unrelated issue, customer has suspended pump therapy but was advised to call tandem technical support once pump therapy resumes should air bubbles be noted again. Customer acknowledged.